Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after implanting glaucoma stent the device migrated from its original position. Additional information was requested.

Manufacturer narrative:
A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no mention of intraoperative complications or device failure. There is also no information regarding the position of device in terms of anatomical landmarks either at the close of the case or thereafter. Possible root cause is that device malposition/migration is a known risk associated with device implantation, which is clearly identified in product labeling. (B)(4).